Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues. Accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mx4439 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxguard extension set had flow issues. The following information was received by the initial reporter with the following verbarim. It was reported by a customer that the caps open it up to air and need to have caps that are closed off to air and they require a 3-manifold four-way stopcock extension set that will attach to the bloodset for induction medications.